Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed five conforming clips and the advancer bypassed one clip causing a pear shaped clip; the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. A double feed incident was noted causing pear shaped clips. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended but the orange indicator did not show up. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not deploy staples during initial firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.